Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account to determine the lower control board needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hillrom technical support representative provided the lower control board part number to the account for the account to order and replace the part to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom technical support received a report from the account stating the bed's brake not set alarm was not sounding when the brakes were not set. The bed was located in the hallway at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).